Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that the right ventricular (rv) lead exhibited high thresholds. It was noted that the physician noticed an unusual noise when screwing the lead into the header during the implant procedure. The physician removed the lead and reconnected it and the testing was normal so the physician left it in place; no noise was seen again after implant. The rv lead was now explanted and replaced. No patient complications have been reported as a result of this event.